Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-nov-2018 with the following findings: a review of the black box and alarm history showed multiple call service 064 motor alarms. The battery compartment was cracked below the grip pad. The returned battery cap was undamaged and able to fit. The ¿ez-prime¿ steps were performed correctly. No call service 064 alarm or any alarms occurred during the investigation. The alleged call service 064 complaint was unable to be duplicated during testing. The pump cover was removed, and no intermittent conditions were found to the motor circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.